Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator had exhibited signs of premature battery depletion. The device had reached the elective replacement indicator but several months before the device had a longevity of over five years. On (B)(6) 2017 the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. Longevity calculations were performed on the usage history stored in the image and the battery depletion was determined to be premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.